Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2019-09714. It was reported that the patient received inappropriate shock therapy due to right ventricular oversensing likely as a result of interference (artifact) due to a newly placed left ventricular assist system (lvad). The low frequency attenuation filter was turned off. The patient was checked the next day and there were no further issues. The patient was stable.